Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: a7700-21 mechanical valve; m7700-33 mechanical valve, implanted: (B)(6) 1990. (B)(4).

Event description:
It was reported that during a post-operative device induction test, the implantable cardioverter defibrillator (ICD) did not deliver the shock, which required the patient to be rescued externally. A second attempt was made, and the device detected and treated the induced rhythm successfully. It was further reported that the company representative may have inadvertently selected the 'suspend' button during the first episode. The device remains in use. No patient complications have been reported as a result of this event.